Event description:
Caller alleged imprecision with inratio meter. Results as follows: first test inr = 0.9; second test inr =2.0.

Manufacturer narrative:
Inratio precision data provided by end-user: first test inr = 0.9; second test inr =2.0; mean = 1.45; sd = 0.77; %cv = 53%. The %cv is greater than 20%. Per internal procedure, the precision failed the criteria for precision. Products will be tested. Per text "she refused to have me call her back saying she has the event# and will call back if she desires to. She refuses to troubleshoot technique, do more correlations and when offered a replacement unit said that she will talk to their risk manager and would actually like to return all systems." Caller refused to troubleshoot technique. Further testing cannot be performed.